Manufacturer narrative:
Per the tandem t:slim x2 g5 user guide: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Upon reviewing t:connect logs, tandem technical support (cts) confirmed that the time was inaccurate because the customer accidentally set it inaccurate upon use. The customer reportedly fixed the issue without assistance from cts prior to the time of the report. There was no known impact to the customer's blood glucose.